Event description:
Patient reported that their tooth chipped and was repaired by their dentist. Their aligners do not fit right since having the tooth repaired.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.